Manufacturer narrative:
(B)(6). On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2017 analysis of the image of registration pattern, by medtronic technical services expert, finds the tracer pattern should be more robust and cover more of the anatomy, especially focusing on the area of interest. Provided recommendation that the surgeon use pointmerge registration for additional feedback on his registrations, including the spheres of accuracy. On (B)(6) 2017 a medtronic representative confirmed that during actual registration, the surgeon deemed navigating accurately with the navigation system. There was no concern with accuracy. After the post-exam, they found there was tumor remaining, approximately 5 millimeters from the operating site. There was no confirmation a second surgery would be required. On (B)(6) 2017 a medtronic representative, following-up at the site, reported recommendations were made to two surgeons to use pointmerge registration with fiducial placement to be able to see the spheres of accuracy. Three subsequent procedures were successfully performed in (B)(6) 2017 using this technique. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site physician on (B)(6) 2017, alleging that while in a cranial tumor resection procedure on (B)(6) 2016, a 5 millimeter inaccuracy occurred. The surgeon registered the patient and confirmed accuracy. When navigating, the software showed the surgeon being directly on target for the lesion. The surgeon proceeded with the surgery to completion with the use of the navigation system. Reported was there was no delay of therapy and no impact on patient outcome. Noted was that the surgeon contacted the medtronic representative after reviewing the patient's post-op exam which showed their resection was 5 millimeters behind where they believed they were while navigating.